Event description:
It was reported that during a procedure to implant a new rv lead, the patient experienced tamponade and loss of capture was observed. The lead was successfully repositioned.

Manufacturer narrative:
Na